Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing, and tip region. Subsequent testing did not identify any product abnormalities that my have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the right atrial (ra) lead dislodged, and high pacing thresholds were observed. Therefore, a revision procedure was performed, and the lead was replaced with a new one of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation of this device. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged, and high pacing thresholds were observed. Therefore, a revision procedure was performed, and the lead was replaced with a new one of the same model. No additional adverse patient effects were reported.